Event description:
It was reported that during an anterior tibia intervention, after atherectomy of the small mildly calcified lesion, the wire kinked during advancement. No resistance was felt during advancement, so it was unknown what caused the wire to kink. A non-abbott balloon dilatation catheter was advanced over the wire and at the area of the kink, the wire separated. The proximal wire and balloon dilatation catheter were removed without issue. Three unsuccessful attempts were made to snare the separated portion. The patient was taken to surgery for successful surgical removal of the wire. The patient is reportedly, doing well today. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): continued to use device after it was noted to be damaged. Evaluation summary: the device was returned for analysis. The guide wire separation and kinks were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Per the instructions for use (IFU) for hi-torque guidewires, a damaged guidewire should not be used. Continuing to use this wire after the kink was noticed is likely related to the separation and subsequent surgical removal of the separated portion. Based on the reviewed information, no product deficiency was identified.